Event description:
Kumar clamp instrument needed to be cleaned for an immediate to follow case; the instrument was sent down to the sterile processing department where it was washed and brought back to the or to be flash sterilized. Upon inserting kumar clamp into patient, the kumar catheter from the previous patient was found to have been left inside the kumar clamp; although there is a needle tip, the current patient was not believed to have been penetrated by old kumar catheter. Clamp and the old catheter were removed from the sterile field. The kumar catheter appears to have had a kink in it and broke at that location when being removed from the kumar clamp and was lodged inside the kumar clamp which was not cleared when cleaning. The device was not cleaned per protocol, only flushing was done, no brushing was done due to the quick turnaround to use for the next case.